Manufacturer narrative:
There was no patient involvement. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.

Event description:
It was reported that the device dim segment on the led display is being replaced. There was no patient involvement.